Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode with no errors. During visual inspection, no issues were found. Vibration felt from arm pitch and yaw direction. During patient fixture test platform (pftp) testing the usm failed pitch very slow friction test and failed during yaw speed low friction test. The root cause is attributed to the defective component. The pitch and yaw harmonic drives caused the usm to fail testing. The master tool manipulator (mtm) was installed onto a pftp and passed testing. Once testing was completed, assemblies were inspected, but no faults could be identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the universal surgical manipulator (usm) arms to have lots of resistance moving them. The right master tool manipulator (mtm) did not recognize when clicking the gimbal. The mtm and usm were replaced to resolve the issue. The system was tested and verified as ready for use. Isi receive the da vinci products involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was unable to swap back from the universal surgical manipulator (usm) 4 to usm 3. The customer informed the technical support engineer (tse) that both surgeon side consoles (ssc) were in use. The surgeon swapped from usm 3 to usm 4 but was not able to swap back to usm 3. The customer was not sure which ssc had the issues and no associated logs to report. The customer then reported that the issues was first reported during a case yesterday. The customer was able to complete the cases and requested the field service engineer (fse) to follow up to address the issues. The procedure was completed with no reported injury.